Manufacturer narrative:
(B)(4). Results: kink. Previously implanted surgical graft. Conclusion: previously implanted surgical graft.

Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a fusiform 48mm diameter thoracic aortic aneurysm approximately three weeks ago. The proximal aortic neck was 33 mm in diameter. The patient has a history of an abdominal aortic aneurysm repair with a surgical graft. There was tortuosity near the common iliac artery. The valiant 3838 was inserted from the right femoral artery with a pull-through technique; however, it was not able to pass an anastomosis region of the surgical graft. The physician changed the guide wire to a lunderquist; however, it was not possible to insert the delivery system through the anastomosis region. The delivery system was removed from the patient and the physician noted that the graft cover was kinked. The physician used another manufacturer's device, but still could not insert it. The access site was changed from right to left and another manufacturer's device was inserted from the left femoral artery. The sheath successfully passed the anastomosis region and the stent graft was deployed and the procedure was completed. No clinical sequelae were reported and the patient is fine. The delivery system was discarded.